Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cardiac perforation requiring a pericardiocentesis. Patient had pericardial effusion during the procedure. After a few ablation points in the outflow tract, patient also endured a supraventricular tachycardia (svt) which was terminated with pacing from the thermocool® smart touch® sf uni-directional navigation catheter. After re-positioning the thermocool® smart touch® sf uni-directional navigation catheter at the ablation target, patient complained about pain and staff diagnosed a pericardial effusion. Patient was treated for this on the table. Action taken when event occurred was treatment of pericardial effusion. Medical intervention required was aspiration. Pvc was treated successfully (before diagnosed with pericardial effusion) and patient left the lab in stable condition and will be observed in intensive care unit (ICU) during the day. Surgery was not delayed due to the reported event. Procedure was successfully completed. Additional information was received. It was discovered after use of biosense webster, inc. Products. The patient complained of pain when the catheters were removed. Then an ultrasound test was performed, and a drain was placed. Not much production was collected with the drainage. A drainage was put, almost without any production. Outcome of the adverse event was fully recovered (no residual effects). Patient was transferred to the ward later in the day and discharged next day. No consequences. All force visualization features were used. No additional filter used with the visitag (except force vector read above 40). Transseptal puncture was performed with an abbott¿s brk 1 needle. Prior to noting the pericardial effusion, ablation was performed. No evidence of a steam pop. The event occurred post ablation. However, the physician suspects that after the ablation during the waiting period, the catheter must have been in the rvot and made a small perforation. For the ablations, it was the default setting: low flow: 2ml/min, 0-30w: 17 ml/min, 30+w:30ml/min. However, it is important to remark that the event was not caused by ablation. Correct catheter settings were selected on the generator. Pump was switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
E1. Initial reporter phone:(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31033970l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).